Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03836. It was reported the pt has not used or charged his scs system for over 6 months due to experiencing uncomfortable stimulation down his feet. It was also reported reprogramming attempts have been unsuccessful. Subsequently, the pt would like to have his scs ipg explanted and will be implanted with a pain pump.